Manufacturer narrative:
The reported events were lead dislodgement, intermittent capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued of the inner coil and helix being clogged with blood/tissue. The reported event of intermittent capture was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to the over torqued inner coil at the connector region consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's right ventricular lead exhibited intermittent capture. Fluoroscopy was performed and the lead was found to be dislodged. The patient underwent a lead revision procedure. During the procedure, the lead's helix exhibited a failure to extend and retract and the lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Correction: fluoroscopy test should be mentioned in b6 section in previous report.